Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon microcatheter marker band detached while in the patient. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was severe. It was reported that during access, the marathon marker band detached and was damaged. Information reported stated the marker band remained in the vertebral artery of the patient, and it was unknown if any additional surgical or medical procedures had been performed. It was indicated that all devices were prepared and hydrated as per the instructions for use (IFU). Ancillary devices include a 6fr terumo sheath, slim guide 6fr, and chikai x10,tenor 1014.

Manufacturer narrative:
H3: the marathon micro catheter (model: 105-5056 lot: b004677) was returned for analysis. The marathon total length was measured to be ~173.0cm, the useable length was measured to be ~166.5cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.6cm which is within specification (25.0cm +2.0cm -1.0cm). No damages or irregularities were found with the marathon hub. No bends or kinks were found with the marathon catheter body. When compared to product drawing, ~0.6mm of the marathon distal marker band/tip was separated/detached. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed. The marathon distal marker band/tip was found separated/ detached. The tubing material at the broken end exhibited with plastic deformation which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. However, the cause for the separation could not be determined. The separated distal marker/tip was not returned; therefore, any contributing factors (such as damage) could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.